Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump exhibited a "no disposable" alarm. Per reporter troubleshooting was unsuccessful. It was reported that that 72.1 ml of remodulin remained in cassette. Pump rate reported as 46 ml per twenty-four hours. Per reporter patient would mix a new cassette. No adverse patient effects were reported. Per reporter no further details were provided.